Event description:
Report rec'd indicated that stent prematurely dislodged during device preparation. Product was not used in-pt. Another stent was used to end the procedure successfully. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.